Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital discarded as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI: (B)(4). Concomitant medical products: pm0001681, herden left triflange, 635170; 103531, ti low profile screw, 376310; 00902603610, femoral head, 63670882; 103533, ti low profile screw, 326900; 103533, ti low profile screw, 326900; cp161945, ti lock-scr cancls, 563080; cp161945, ti lock-scr cancls, 563080; cp161944, ti lock-scr cancls, 035450; cp161945, ti lock-scr cancls, 563080; cp161944, ti lock-scr cancls, 178470; unk item #, unknown stem, unk lot #. (B)(6).

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently the patient was revised on approximately one month post operative due to infection. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.